Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce a carbohydrate-containing meal while using the ilet, resulting in a blood glucose that peaked at approximately 230 mg/dl and remained out of range for about one hour; the device subsequently corrected the glucose without the need for outside or medical assistance, and no device alerts occurred. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia without intervention and no impact requiring assistance or medical care. Investigation included contacting the user, reviewing the event details, and confirming missed meal announcement with ilet-driven correction. Investigation of this case revealed user error related to a missed meal announcement, with no evidence of device malfunction and no alert activation reported. It was concluded, based on previously established findings for similar reports, that the cause was user operational error.